Event description:
It was reported that during a coronary stent procedure, the delivery balloon would not inflate. The entire system, including guiding catheter, was removed without incident. No pt injuries or complications occurred.